Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 5.8 and 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was forty-five (45) minutes. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.